Event description:
It was reported by service report that the left foot siderail was stuck down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result code: bent glide rods.